Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and low blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with results obtained of 305 and 41mg/dl. The expected fasting blood glucose test result range is 80 to 110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/15/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). The customer is concerned about the result of 305mg/dl because he did not have anything to eat or drink and it was high, and he didn't have any symptoms. However, the customer is also concerned with the result of 41 mg/dl and 60mg/dl what was taken later on that day which he had something to eat and felt it should have been higher.